Event description:
It was reported that the implant at tooth location #19 was removed due to fracture + peri-implantitis. Symptoms as a result of the event: abscess and inflammation. Customer didn't use another device to complete the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k013227. Product has been received by zimmer biomet and since the implant was also fractured, the investigation for fractured implant is in process. Once the investigation has been completed, a follow-up MDR will be submitted. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation code was added: 4109 and 4110. An impl tapered scr-v ha 6mm 5.7mm 11.5mm (tsv6h11) was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the collar. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsv6h11) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No additional event information received at the time of this report.